Event description:
It was reported that the patient underwent several revision surgeries due to unknown reasons. The patient had implanted custom-made s&n implants in the past, but it is unknown if any of the alleged surgeries were related to them. When trying to obtain further information the customer states that he will not provide any information concerning the revision surgeries. The patient outcome is unknown.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this is a patient reported complaint and he stated ¿that he will not provide any information concerning the revision surgeries, nor a point of contact to request further information.¿ smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.